Event description:
It was reported that an inner seal issue occurred. A sled pullback system accessory, part of an ilab ultrasound imaging system, was selected for use for intravascular ultrasound (ivus) examination of the target lesion. During preparation, it was noted that the inner packaging was deformed and the transparent container encasing the sled had an incomplete seal. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a compromised/incomplete seal towards the middle of the sled tray.

Event description:
It was reported that an inner seal issue occurred. A sled pullback system accessory, part of an ilab ultrasound imaging system, was selected for use for intravascular ultrasound (ivus) examination of the target lesion. During preparation, it was noted that the inner packaging was deformed and the transparent container encasing the sled had an incomplete seal. The procedure was completed with another of the same device. The patient condition following the procedure was stable.